Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. No numbers scrolling up noted. No unexpected battery out limit alarm noted during testing. Unable to check for operating currents due to unresponsive keypad. Moisture damage found on keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Battery out limit alarms and moisture damage to the insulin pump was also reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.